Manufacturer narrative:
The lot number and the model is unk, therefore the MFR date and the 510(k) cannot be determined.

Event description:
A report from health (B)(6)'s sentinel reporting network stated: pt awaiting trach surgery. This reportedly occurred in (B)(6) 2010. Patient had been intubated on (B)(6). Tube was 17 days old; the pilot balloon from an ett leaked. A repair kit was used as a temporary measure. The hospital stated that no further info is known about this event other than it was a ett size 7.5 evac mallinckrodt. There were no reported ill-effects to the pt. The customer had filed the report with health (B)(6) in 2010, but did not file it with covidien. There is no lot number or sample.